Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a "critical pump error" on their insulin pump. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer was advised to return the insulin pump for analysis, but the customer did not do return the device.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. Unable to verify the critical pump error due to the blank display. The pump was received with minor scratches on the lcd window and case.